Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During thigh leg harvest, they noticed the tip of the hemopro cautery device was missing. It was missing on the non burning jaw. They had used in lower leg and half the thigh before the tip was noticed missing. Hospital was not able to find the piece inside the leg. Looked several times under endo camera, flushed thigh and lower leg without finding the piece.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During thigh leg harvest, they noticed the tip of the hemopro cautery device was missing. It was missing on the non burning jaw. They had used in lower leg and half the thigh before the tip was noticed missing. Hospital was not able to find the piece inside the leg. Looked several times under endo camera, flushed thigh and lower leg without finding the piece.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/10/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation the tip of the cold jaw was observed to be peeled away, exposing he metal portion of the tip of the cold jaw. The detached silicone was not returned for evaluation. No other visual defects were observed. Based on the return condition of the device, and the results of the investigation, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent".